Event description:
A revision of the multi-compartmental knee (mck) tibial insert was required on this patient because the original insert was not properly seated and came out. The surgeon was able to fully seat the tibial insert during the revision surgery with removal of additional bone and soft tissue.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was initiated by mako surgical with regard to this event. The evaluation is in progress, and no preliminary information is currently available.